Event description:
Philips received a complaint by the customer on the v60 requesting part ID to replace damaged parts on stand, no unit malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the latch, quick release, v60 and caster, locking, v60 stand. The customer called back in requesting assistance taking off a caster from the v60 stand. The rse suggested they need a thin 17 mm wrench. Customer will order a wrench and install the new caster on to the stand. Investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.